Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced persistent hyphema and occasional pressure spikes. Additional information received reports approximately two weeks following initial implant, the wound was burped and a yag laser was performed to remove the iris obstruction. There was bleeding in the visual axis. Approximately two weeks following the yag and wound burping, the patient received another yag laser treatment and multiple wound burps. The surgeon reports approximately one month following implant, the device is barely visible.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema, intraocular pressure (iop) spikes, obstruction, yag, and migration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative hyphema, elevated iop, stent obstruction, and stent dislodgement or movement are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).